Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 4 patient samples on a cobas 8000 e 801 module. (B)(6). The results were reported outside of the laboratory. They were questioned by a physician, which prompted the samples to be repeated. The reagent lot number is 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Several sample quality-related alarms were observed in the alarm trace. The customer's sample foam camera was not activated. The investigation determined the issue to be due to pre-analytical sample handling.